Manufacturer narrative:
As per email communications on a later date ((B)(6) 2013), the error message "electrical test fails code #51 (adjusted motor speed out of spec)" alarm reoccurred. The customer rejected the unit. The iabp is with another company, where the motor controller pc board (part number 0671-00-0004) and drive manifold assembly (part number 0104-00-0018) were replaced. (B)(4).

Event description:
The customer reported that following initial installation of the unit and prior to use on a pt, the unit generated an "electrical test fails code #51 (adjusted motor speed out of spec)" alarm. After several attempts to start the unit, the alarm message finally cleared, and the unit functioned as expected. No pt was involved.